Event description:
It was reported that a charging cable used for a tandem device was damaged. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who arranged to replace the damaged charging supplies with a two-day shipping service.